Event description:
No information accompanied the returned lead. Previous information received indicates that the patient died 7/18/97. The lead tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.